Manufacturer narrative:
(B)(6).

Event description:
It was reported that device stuck in the lesion. A percutaneous coronary intervention was being performed. The in-stent restenosis target lesion was in the mildly tortuous and moderately calcified left anterior descending artery. Intravascular ultrasound identified that the vessel size was 4mm with a minimum lumen size of 2.50mm. This 15 mm x 3.00mm wolverine coronary cutting balloon was inflated to 8atm. After deflation, the device could not be pulled out and was noted to be stuck in the lesion area. The device was then finally removed when forcefully pulled out together with the wire. No complications reported and patient was stable.